Event description:
It was reported that the customer needed assistance with his sensor. Customer was receiving a meter blood glucose now alarm. Customer is new to the sensor. Customer was assisted with clearing the alarm. Customer checked his blood glucose level and it was at 48 mg/dl. Customer treated with a soda. Customer was told that he does not want to calibrate the sensor with a low blood glucose level. Customer received another meter bg now alarm. Customer was assisted with clearing that alarm. Customer was assisted with fixing the calibration repeat for 1 hour. Customer was advised to give the blood glucose about 45 minutes to an hour before trying to calibrate. Customer was told to check their blood glucose level and select yes to update the sensor on the customer's pump. Customer was offered troubleshooting from the low blood glucose levels but they declined. Customer was advised to monitor and call back if further assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).